Event description:
The customer reported to vyaire medical that the avea ventilator had an exp temp error and a compressor runtime error. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer would like a quote for fse to come out and inspect the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.